Event description:
Pt developed pain in her right knee during rehab of ther left tka. Radiographs showed some signs of loosening on the anterior and posterior aspect of the femoral component, and some settling of the tibia. Osteolysis was also noted. No injury or trauma was reported.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the mfg lots. The investigation could not verify or draw any conclusions about the reported pain or device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received be received, the investigation will be re-opened.